Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported malfunction is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model rf400j vena cava filter allegedly experienced malposition of device and patient device interaction problem. The information was received from one source. The malfunction involved a patient with no reported consequences. Patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. However, medical record was received for evaluation. Therefore, the investigation is inconclusive for the reported malposition of device and patient device interaction problem. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model rf400j vena cava filter allegedly experienced malposition of device and patient device interaction problem. The information was received from a single source. This malfunction involved one patient with no patient consequences. A male patients' age and weight was not provided.